Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consume via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient fell directly on their implantable neurostimulator (ins) on (B)(6) 2016. It was reported that the patient felt a tingle in their abdomen and around their ins site after their fall. Impedance tests were done and were within normal limits. Reprogramming was done and the tingle was no longer in her abdomen. It was reported that the issues were resolved at the time of the report. The patient¿s weight and medical history were asked but unknown. The patient was alive with no injury. No further complications were reported.